Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl safeassist 30g x 5mm was unable to deliver insulin or medication. The following information was provided by the initial reporter : hcp reports that safeassist insulin pen needle blocks and does not deliver insulin. When tested on a pad it is dry and when it is injected into an insulin syringe the syringe is empty or has a reduced dose compared to the pen setting. The event date is unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-10 h6: investigation summary four sealed 30g x 5mm safeassist pen needles were returned from lot. No. 0136806, cat. No. 329916. A clog test as per tp700483 was carried out on the returned samples and no issue was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified h3 other text : see h10

Event description:
It was reported that 1 bd pen ndl safeassist 30g x 5mm was unable to deliver insulin or medication. The following information was provided by the initial reporter : hcp reports that safeassist insulin pen needle blocks and does not deliver insulin. When tested on a pad it is dry and when it is injected into an insulin syringe the syringe is empty or has a reduced dose compared to the pen setting. The event date is unknown.